Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report that higher than expected vitros potassium (k+) results were obtained when testing one level of vitros performance verifier fluid on two vitros xt7600 integrated systems. Vitros k+ pvi lot d8955 results of 3.50 versus the expected result of 2.97 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros k+ results were obtained when testing a quality control fluid. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros potassium (k+) results were obtained when testing one level of vitros performance verifier fluid on two vitros xt7600 integrated systems. A definitive assignable cause of higher than expected vitros k+ quality control results cannot be determined with the information provided. Historical vitros k+ lot 4102-1075-6937 showed slight imprecision for pvi (an sd of 0.11 versus the expectation of 0.10), the magnitude of this imprecision is not large enough to cause the elevated results observed by the customer. Although the customer indicated that reconstituting a new set of performance verifier fluids resolved the issue that was seen on both 27 aug 2022 and 29 aug 2022, the customer did not indicate which results were obtained using new fluids. For both pv fluid levels, there are results for both assays that were obtained at the same time using the same pv fluid that are in range for one assay, while out of range for the other assay. Additionally, it is unknown what was done by the customer to resolve the unexpected results on (B)(6) 2022. A pv fluid preparation issue is not a likely contributor to the event, as the customer is following the instructions for use for pv fluid preparation. An issue isolated to the vitros erf fluid lot in use is not a likely contributor to the event, as the customer obtained unexpected results using two different lots of erf, one of which is still in use by the customer with no further issue (erf lot y9747). However, it is unknown if the customer if following the vitros erf IFU for fluid preparation, and an erf handling issue cannot be ruled out as a contributor to the events. An issue with vitros k+ lot 4102-1075-6937 is not a likely contributor to the events, as vitros k+ lot 4102-1075-6937 qc is currently performing as expected in combination with the vitros xt7600 integrated systems following a switch to a new lot of vitros pvi fluid. An issue with the previous in-use lot of pvi is also not a likely contributor to the events as the fluid lot was in use for an extended period and produced acceptable results leading up to the events. The customer did not perform a diagnostic precision test to verify the instruments, however an instrument issue is not a likely contributor to the events due to acceptable pv performance before and after the events with no actions performed. In addition, continual tracking and trending does not indicate a systemic issue with vitros k+ lot 4102-1075-6937. Email address for contact office above is (B)(6).